Event description:
On 15-sep-2025 beta bionics received a report that on (B)(6) 2025 the end-user required emergency treatment for hypoglycemia following a post-prandial bolus while using the ilet bionic pancreas system. The user was evaluated and treated in the emergency room and released the same day. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.